Manufacturer narrative:
(B)(4). Additional information provided. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced endophthalmitis. Additional information has been requested, received and reported that the patient had aqueous cell 3+, aqueous fibrin and hypopyon and stromal infiltrate. The patient was admitted to hospital and was treated with medications. The patient was non-compliant with appointments and medication due to lack of assistance.